Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, with a static fill estimate of 105 units. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that large variances in measured pressures could cause the discrepancy and assured the caller that once the insulin amount matched the static number, the estimate would adjust normally. The caller understood and acknowledged the explanation.